Event description:
It was reported that during a lap colon procedure, surgeon had used the device for the first time but the device blocked when he wanted to fire first time. It is not sure if the device had a safety lockout or not. The surgeon used the second device and the first firing was good. When he fired a second time the device didn¿t cut but stapled. The staples weren¿t formed properly. The sales rep was attending the surgery did firing, after the surgery was finished ¿ he couldn`t see any problem with the device. The surgeon used another device to finish the surgery. The patient is fine, and no negative consequences are expected.

Manufacturer narrative:
Information anticipated, but unavailable at this time.